Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys estradiol iii assay results for patient sample and qc material. The total number of patient samples involved was requested, but the information could not be provided. The customer recalibrated the assay and repeated the patient samples. The customer then loaded a new reagent pack and calibrated with the same calibrator material, but qc results were then too low. The customer recalibrated with fresh calibrator material and qc was acceptable. The patient samples were tested a third time and the results were similar to the initial results. The customer reported all of the results to the clinicians. Clarification of which results were from the same patient sample was requested but clarification could not be provided. All results are in ng/l. The patients were not adversely affected. The reagent lot number was 173998. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include an issue with the specific reagent pack or temporary instrument issues. Review of the provided quality control data found the results generated prior to the testing of the patient samples were not acceptable. It was reported that the laboratory staff member handling the material used an estradiol-containing hand cream which may have affected the results.